Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported the customer was hospitalized for high blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 400 mg/dl. The customer stated they were hospitalized because they could not get their blood glucose to lower. The customer also stated they were dehydrated, leading to their hospitalization. Customer was treated with an IV drip and released from the hospital. No additional information provided.